Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the problem reappears.